Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a patient who had presented to the hospital with chest pain but who was not a surgery candidate. The left main artery through the proximal portion of the circumflex was severely calcified. The lesion was type c and the vessel diameter was 2.5mm to 3.0mm. The area of interest was wired via femoral access with a competitor wire with some difficulty, and an exchange was made to place the viperwire. The oad was used to apply two treatments, after which the vessel was imaged and a perforation was observed. The oad was removed and balloons were inflated from several minutes to attempt tamponade. Multiple stents were also placed, but the perforation was not resolved. A covered stent could not be delivered to the area. Cardiopulmonary resuscitation was started, and a pericardial effusion was noted on echocardiogram. A pericardiocentesis was attempted, but the patient expired.